Event description:
It was reported that during use of this shaver handpiece, "motor overspeed" was displayed on the console. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigational findings: the shaver handpiece was rec'd for eval and the reported problem was unable to be confirmed. Further investigation of the handpiece found that it has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no injuries related to this failure mode. Conmed linvatec will continue to monitor this prod for failures.